Manufacturer narrative:
Investigation findings: the drill bit was received for evaluation and the reported problem was verified. A visual examination found the bit broken; approximately a 3" section. The tip of the drill bit was found worn down and galling was noted on the shaft of the device. This type of damage can be caused during use from a burr on the inside of the drill bushing. A material hardness test found the device within specification. The information for use does inform the user to: inspect instruments before and after processing for proper function and alignment of pins and for chipping of plated surfaces.

Event description:
It was reported that while using this drill bit to drill the transverse tunnel, it would not function properly. Another drill bit was obtained to complete the procedure. It was reported that the procedure was completed with a short delay and no injuries resulted.